Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient returned 12 years following an intraocular lens (iol) procedure, complaining of cloudy vision in one eye. Examination by the surgeon revealed an iol with visible amounts of opacification. Additional information was provided by the surgeon that the vision is poor/hazy. The fellow eye remains clear with very good vision.